Event description:
The doctor reported that the patient had septal reconstruction surgery with inferior turbinate reductions at the same time. A solution (bacitracin) was applied to the doyle airway splints, and they were placed in the usual fashion on both sides of the nose. No trimming was done to the splints before placement, and the drawstrings were not used. The patient said that three days later, one of the doyle splints was aspirated down his throat. It caused severe choking and consternation to the point where he almost suffocated.

Manufacturer narrative:
The drawstring intended to prevent aspiration of the splint was not used. User failed to follow the instructions (IFU) that were provided, which is to tape the drawstring/locator string to the patient's face. It is a single-use device that contains one splint and one IFU per package, ten packages per box. The doctor requested information re: how to file adverse event reports with FDA and we provided him this information. It is not known if his medwatch report was filed.